Event description:
The manufacturer received information alleging a ventilator's flow sensor cable was faulty. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor cable needs replaced to address the issue.